Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had blurry image. There were no reports of patient harm.

Manufacturer narrative:
An attempt was performed to obtain additional information regarding the reported event. The customer responded by saying that there was no additional information available. The device was returned to olympus for inspection, and the reportable malfunction of blurry image was able to be confirmed. During the device evaluation, it was observed that the video cable was broken and as a result, strips in the image occurred. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had a blurry image. There were no reports of patient harm.